Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead was extrinsically over-rotated. Distal continuity test result was failed due to distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during the implant procedure, the physician had difficulty implanting the lead in different areas of the right atrium. It was also reported that there were high thresholds. After the 7th attempt to put the helix out, it would not extend after60-70 rotations. The lead was not used and another lead was successfuly implanted in the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).